Event description:
The customer reported that the systems' table and generator do not communicate. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no additional service info was provided.